Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. An increased intra-peritoneal volume (iipv) is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that the cycle 9 received a partial fill. The cycle 9 drain was completed on (B)(6) 2011 at 07:54:22 and the user's actual drain volume during cycle 9 was 1298 ml. The actual drain volume of 1298 ml is 64.9% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:13:14. During night drain cycle nine, the patient's ultrafiltration reading was 1672ml, indicating the home patient (hp) drained 1672ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.